Event description:
During service by baxter, an intermittently functioning "select" button on channel c pump head module was discovered. No patient injury or medical intervention had been reported related to the device.

Manufacturer narrative:
Evaluation summary: the condition of intermittently functioning "select" button on channel c pump head module keypad was confirmed during product evaluation. The defective channel c pump head module keypad was replaced to fix the problem. The pump was returned to the customer fully operational. This issue is being investigated.